Event description:
Sorin group (B)(4) received a report that the hosp was experiencing intermittent problems with the s5 roller pump head. The pump would give acoustic and visual alarms and display a motor control fault error message. This issue occurred during set-up and there was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the hosp was experiencing intermittent problems with the s5 roller pump head. The pump would give acoustic and visual alarms and display a motor control fault error message. This issue occurred during set-up and there was no pt involvement. The investigation is on-going. A f/u report will be sent when the investigation is complete.